Event description:
During a renal stent implantation, the paramount mini stent became dislodged from the delivery catheter. The physician attempted to remove the stent through the sheath, however, the proximal margins of the stent appeared to be bent and was therefore, unsuccessful coming through the sheath. The balloon was removed off the wire and the stent was positioned in the right external iliac artery. No pt injuries were suffered, stent was implanted.